Manufacturer narrative:
Per tandem's user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 9) occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin and refilled/reused the cartridge. There was no impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the event.